Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night he had a low blood glucose level and the paramedics came to give him glucose. Customer was reading on the insulin pump that the button was pressed for more than 3 minutes.